Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the error 23022 occurred during startup. Technical support engineer (tse) asked customer to perform a hard power cycle, but the issue did not improve. The error pointed to the insertion axis of patient side manipulator (psm) 3. There was no report of patient involvement.